Manufacturer narrative:
The device remains implanted, but is expected to be replaced and returned to boston scientific for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical services have reviewed the data from the device, and confirmed the malfunction. The device currently remains implanted, but it expected to be replaced and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical services had reviewed the data collected from the device, and confirmed the malfunction. Therefore, the device was explanted and replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.